Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2012, the lead exhibited impedance less than 200 ohms and noise. The patient had a pocket hematoma which limited isometrics. On (B)(6) 2012 the lead exhibited over sensing. The lead was capped and replaced.